Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, the gastrointestinal videoscope tested positive for 40 colony forming units (cfus) of pseudomonas aeruginosa in washing channel and greater than 300 cfu¿s of pseudomonas aeruginosa in biopsy canal and brush. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where information to judge deviation from the instructions for use (IFU) was not identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024 sampling from: distal end cfu: no detection bacterial identification: n/a sampling from: biopsy channel, suction channel cfu: 1cfu bacterial identification: bacillus species sampling from: air/water channel cfu: 0cfu bacterial identification: n/a sampling from: auxiliary water channel cfu: 0cfu bacterial identification: n/a the device was evaluated where additional potential adverse events of foreign material in the auxiliary water channel and the air/water cylinder and channel were noted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that reprocessing was insufficiently conducted due to leakage from the device. Subsequently, the foreign material was not removed. The foreign material could not be identified. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.